Manufacturer narrative:
The pump has not been requested for return to animas. The event was attributed to use of insulin with decreased efficacy from elevated temperatures. There is currently no indication of a product malfunction related to this event.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a hospitalization for diabetic ketoacidosis; the reporter stated that blood glucose levels elevated to 800 + mg/dl with severe increased thirst, urination, and lethargy. The reporter indicated that the hospital had numerous hospitalizations the same day for outdoor temperatures affecting insulin efficacy. The reporter stated that the health care provider advised to change the cartridge daily due to the increased temperatures in the area. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis attributed to decreased insulin efficacy from increased temperatures.